Event description:
Had firmness and distortion of both implants in last several yrs. Elective surgery to eliminate silicone risk from possibly ruptured implants. On right side, specimen removed in one piece. There was obvious distortioin of the capsule with obvious rupture within it. Silicone appeared to be contained. On left side, the implant was also found to be ruptured but contained implants replaced with saline-filled implants from another co.